Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a recurring blank display. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump had a blank display even after a 2 hour insulin pump rest and batteries has been changed. Customer also reported to have experienced a high blood glucose of over 500 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The reservoir will not be returned for analysis.